Event description:
The customer stated that she was hospitalized after driving her car into a post on the beach. The customer stated that her blood glucose reading was 18 mg/dl when the paramedics arrived. Prior to the event, the customer's blood glucose levels suddenly dropped, and she wound up driving on the wrong side of the road. The customer stated that the insulin pump was checked by a diabetes educator, and it tested out fine. The customer stated that she has an appointment with her doctor discuss periodic low blood glucose levels that she experiences. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.